Event description:
Customer reported that they obtained high readings on their precision xtra meter. The customer reported receiving reading of 121 mg/dl and 74 mg/dl with a lab meter within 10 min timescale. When plotted on a parkes error grid the results fell in the "c" zone results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The prod was received and investigated and the complaint was not confirmed. No new issues were observed, and no errors were found during control solution testing.